Manufacturer narrative:
This device has been received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. It is unknown if the balloon ruptured during prep or in patient. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: product analysis demonstrates that the cartridge assembly sleeves present a severely kinked condition, exposing the sealant.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The user was mynx certified. It is unknown if the balloon ruptured during prep or in patient. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedural sheath was returned for analysis. The stopcock was set in the open position, and the sealant remained in its manufactured position. The sleeve cartridge assembly presented a kinked condition, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly as received. The catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device. The returned syringe was filled with water and connected to the luer hub to apply positive pressure to the device. The balloon did not inflate as expected due to severe saline saturation in the inflation lumen. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. The balloon was inspected using a vision system to obtain a magnified image, and a rupture was observed. Additionally, the saline solution saturation was confirmed. The cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the cartridge assembly sleeves presented a severe kinked condition, exposing the sealant. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device due to the rupture noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely kinked/bent condition of the sealant sleeves noted. However, the exact cause of the rupture found to the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, prepping/handling factors, access site vessel characteristics (which was not reported) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since excessive force during prep or patient use, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. Additionally, these factors could also contribute to the kinked/bent condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states when prepping the balloon, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. It is unknown if the balloon ruptured during prep or in patient. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.